Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported a blood glucose level of 300 mg/dl. Customer administered a correction bolus via manual injections, and stated they will continue to use manual injections for insulin therapy.